Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing soreness. The patient was given pain medication and was reportedly doing well.

Event description:
A report was received that the patient was not receiving adequate stimulation and felt sore. The patient was given pain medication and will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein a new lead was implanted for additional coverage. The patient was doing well following the procedure.